Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed first degree av block and right bundle branch block (rbbb). Following the implant, the patient had symptomatic asystole. Cardiopulmonary resuscitation (CPR) was performed although the patient's blood pressure remained in the 130's. Two days later a permanent pacemaker was implanted for complete heart block (chb). No further adverse patient effects were reported.